Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. Visual examination of the returned product identified outer spherical surface and flat area around the taper hole show scratches and dings. Taper hole shows dark foreign debris. No other damage was noted. The head was submitted for further analysis. Analysis determined ¿fretting on >10% of the surface and/or corrosion damage to one or more small areas. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. Subsequently, a revision occurred due to elevated metal ions. During the revision corrosion was identified on the neck taper and inside the femoral head. Altr and a tendon tear was present. Synovitis was noted.. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- head. Visual examination of the provided pictures identified slight discoloration on the trunnion of the implanted stem and inside the head. All products were covered in bio-debris, and no further evaluation can be made from the provided pictures. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. Subsequently, a revision occurred due to elevated metal ions. During the revision corrosion was identified on the neck taper and inside the femoral head. Altr and a tendon tear was present. Synovitis was noted.. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). This report was previously reported under MFR: 0001822565- 2022- 00698. Multiple MDR reports were filed for this event, please see associated reports: 0001822565- 2022- 00700. D10: 00801804001- femoral head sterile product do not resterilize 12/14 taper-unknown. 00630505840- liner standard 3.5 mm offset 40 mm i.d. For use with 58 mm o.d. Shell-unknown. Visual examination of the provided pictures identified slight discoloration on the trunnion of the implanted stem and inside the head. All products were covered in bio-debris, and no further evaluation can be made from the provided pictures. Medical records were not provided. Radiographs were provided but not reviewed as they were taken post revision and would not enhance the investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient was revised approximately 11 years later due to elevated metal ion levels and suspicion of altr. During the revision, tribocorrosion of the head and neck and a tear in the abductor tendons were noted. Mild synovitis was also debrided from the acetabulum. The head and liner were exchanged without complication. The well-fixed shell and stem remained intact. By the 12 week follow up visit, the patient was doing well, and her cobalt levels were within normal limits. Attempts have been made and additional information on the reported event is unavailable at this time.